Event description:
It was reported that the patient had, on rare occasion, a sharp pain in the area of the implantable cardioverter device (ICD). Isometrics were done and it was not reproducible. The superior vena cava (svc), portion of the right ventricular (rv) lead, to the can electrocardiogram (egm) demonstrated noise on the atrial egm when the patient was reaching across body. Information obtained from follow-up reported that there was no intervention or complications and that the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. C:10. Concomitant products: 5076 pacing lead (B)(6) 2008. (B)(4).